Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a diffusely calcified lesion in posterior tibial artery. Following the peripheral procedure, during an attempt to remove the oad, it was noticed that the oad could not pass over the viperwire advance guidewire. The guidewire and oad were removed together. A second oad was used to complete the procedure. Both the oad and guidewire were returned for analysis. Analysis showed that the oad was actually spun over the spring tip causing a fracture to the spring tip filar and contributing to the stuck wire.

Manufacturer narrative:
The diamondback peripheral orbital atherectomy device (oad) and the guidewire were returned for analysis. There was significant resistance when attempting to remove the guide wire distally. The driveshaft and guide wire were cut proximal from the crown. The spring tip was removed distally from the tip bushing with significant resistance. Examination of the guide wire spring tip revealed a fracture in the coil. The guide wire spring tip section was sent for scanning electron microscope (sem) analysis. Sem analysis of the proximal spring tip coil showed evidence of rotational damage. This evidence is consistent with a fracture due to the spinning drive shaft making contact with the spring tip. Analysis of the fractured proximal spring tip filar's found evidence of being spun over by the distal oad driveshaft. The root cause of the fracture is considered to be use not consistent with the diamondback 360 peripheral orbital atherectomy system instructions for use (IFU). The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).